Manufacturer narrative:
A manufacturing record evaluation was performed on march 4, 2021 for the finished device 6990260 number, and no non-conformance's were identified. Manufacturing date: oct/21/2015. Expiration date: oct/21/2020. A manufacturing record evaluation was performed on (B)(6) 2021 for the finished device 6970650 number, and no non-conformance's were identified. Manufacturing date: sep/02/2015. Expiration date: sep/02/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 350cc mentor memorygel breast implant placed experienced rupture on an unknown side post procedure. The rupture was diagnosed through ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both lot numbers (B)(4) were provided with serial numbers (B)(4) however, mentor was not provided information as to which lot/serial number belongs to the ruptured device.

Manufacturer narrative:
Additional information was received on may 6, 2021. The device side initially reported as unknown was clarified to be right. The lot and serial number were able to be confirmed as (B)(6), respectively with this information. Manufacturer¿s reference number: (B)(4).